Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report 1627487-2021-01900. Related manufacturer report 1627487-2021-01901. It was reported that patient experienced discomfort at the implantable pulse generator pocket site. Upon interrogation, high impedance issue was observed on the s1 lead. Patient denies any traumas or falls. A surgical intervention is anticipated in the near future. It is unknown which serial number is anticipated for surgical intervention therefore both leads are being reported. No additional information is available at this time.

Event description:
New information received states that the lead was explanted, and a new lead was implanted. During the procedure on (B)(6) 2021 the ipg was repositioned deeper into the pocket. Therapy was restored post procedure. Patient was stable.